Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 288 mg/dl at the time of the incident and the current blood glucose value was 166 mg/dl. Customer stated the insulin pump did not work. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer stated the bolus was not delivering fast as before. Customer was treated with insulin pump and shot. Customer stated the reservoir had air bubble and it was removed successfully. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis and reservoir will be returned for analysis.